Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer experienced difficulties with a force bipolar instrument on the universal surgical manipulator (usm) 2, which included an "axis free to move" message, but the arm locked-up. The instrument froze, and the customer had a regrasp tissue message, but the instrument would not move. The instrument jaws moved on their own. The customer eventually removed the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted advisory on setup joint (suj) 2 z axis and informed the customer. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue with the system. The fse performed hard power cycle, cleaned and reseated all blue fiber cables. The fse performed system integrity check and test drive with no defects noted at this time. As of the date of this report, the force bipolar instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a hard power cycle, cleaned and reseated all blue fiber cables, performed a system integrity check, and conducted a test drive with no defects noted. The issue could not be replicated. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Although the fse could not replicate the issue, system errors and fault messages can often be resolved through troubleshooting measures such as reviewing logs. Error codes like 26015 are indicative of a system state, suggesting a potential issue or a moment when the system is uncertain of its condition and therefore transitions to a safe error state. The probable root cause of this issue could be an error that occurred during the system¿s wiggle test, a self-test performed by the system when an instrument is installed which could have contributed to the unintuitive motion experienced by the customer.

Event description:
Refer to h11 for follow-up information.